Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. The account reported that there was an increase in power consumption and flow noted on the patient¿s hmii pump. The patient was admitted to the hospital on (B)(6) 2021 with complaints of dyspnea. Laboratory blood tests, an echocardiogram (echo), and ramp test were done. The submitted log files collectively contained data from 22:48:35 on (B)(6) 2021 through 14:42:32 on (B)(6) 2021, per the timestamps. An upwards trend in pump power and flow was observed throughout the data, with significant elevations ranging from 7.4-10.9 watts and 7.8-12.0 lpm, respectively. These events appeared to be associated with pi events. No other atypical events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Additional information later received stated that the patient was non-compliant with anticoagulation therapy, international normalized ratio (inr) monitoring, and nutrition instructions provided by the hospital. The cause of the elevations in pump power and flow was thought to be a thrombus formation on the device. Lab tests revealed an elevated lactate dehydrogenase (ldh) value of 1119 as well as an inr value of 1.51. Results of the patient¿s echo were not available. It was later reported through the patient outcome, that the patient expired on (B)(6) 2021 due to cardiac arrest. Per the physician, these events were thought to be caused by pump thrombosis due to a very low inr. The device reportedly operated as intended until it was stopped due to the thrombus formation. It was communicated that heartmate ii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hmii lvas IFU lists potential adverse events, including hemolysis and device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. This document also lists thromboembolism as a potential late postimplant complication. Additionally, the IFU outlines indications of pump thrombosis as well as how to respond to such events. In reference to pump power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an increase in power consumption of their pump. There was also an increase in flow. The patient reported dyspnea. The patient passed away due to cardiac arrest. The patient was non-compliant with anticoagulation therapy. The patient had a pump thrombosis and low international normalized ratio. The thrombus was confirmed by and echo and ramp test.